Event description:
In (B)(6) 2012, anticipated, but unreported events were discovered during a routine review of a (B)(4) study that was closed to accrual. These anticipated events were verbally discussed with our local (B)(6) as part of an overall discussion of the study prior to final closure of the study. At the (B)(6)'s request, these anticipated, but unreported events were officially submitted to (B)(6) on (B)(6) 2012. These anticipated events were "previously identified in nature, severity, or degree of incidence in the investigational plan or application" [21 cfr 812.3 (s)]. The anticipated problems reported were defined in the (B)(6) approved icf, the operative consent, the synthes manual, and the synthes' parent guide. However, (B)(6) feels that the event meets the criteria of a "serious injury" as defined in 21 cfr 803.3 (3) and is requiring that the event be reported by the site directly to the FDA, in addition to the report already submitted to the sponsor. Please find the description of the events: on (B)(6) 2012, veptr was removed secondary to wound dehiscence and prior to skeletal maturity.